Manufacturer narrative:
Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent the implant surgery with the plate and screw in question. On (B)(6) 2021, the patient underwent the removal surgery because bone union had occurred. Since the screw could not be turned, the surgeon tried to remove the screw with an extraction bolt. The screw shaft was broken during the attempt to use the extraction bolt. At the discretion of the surgeon, the broken part of the screw was left in the body. The surgery was completed successfully within thirty (30) minutes delay. No further information is available. Concomitant device reported: unknown extraction bolt (part# unknown; lot# unknown; quantity: 1). This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 40mm. This is report 1 of 2 for (B)(4).